Event description:
It was reported that the human readable expiration dates on these palacos r+g boxes do not match the barcode dates. The two boxes with lot #'s 74604300 have a human readable date of december 2015 and a barcode date of january 31, 2016. The issue was noted during maintenance. There was no patient or surgical related issue associated with the report.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.